Manufacturer narrative:
The unique identifier( UDI) and manufacture receipt date was not included in the initial report submission. Additionally, due to an internal system issue the follow report was not uploaded to the complaint system. This was identified on 07aug2019. The vyaire failure analysis group received the suspect gas delivery engine (gde) part number 16650 rev f, serial number (B)(4) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the gde into a test device and tried to cycle the device on however, the device would not cycle on. The power driver (pcba) was isolated as the cause of this power issue. After further evaluation and re-working of the gde sub-component (power driver) the fault was traced to a component failure. At this time, the reported event was confirmed and duplicated. The component root cause is associated with a transistor failure on the power driver (pcba) of the gde.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported a "burnt smell" on setup of this ventilator device. The customer reported trouble shooting the device and found the gas delivery engine (gde) component, as the likely cause of this "burnt smell". The customer stated no patient involvement with this event.